Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump that failed air-in-line test. There was no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 25 2007. Evaluation summary: during product evaluation, an infusion pump that failed the air-in-line test was confirmed. The air-in-line printed circuit board (ail pcb) was found out of specification. The pump head module was replaced. The device was tested and returned. Device was evaluated on site on 06/07/2007.